Manufacturer narrative:
The lot number was provided, and a lot history review was performed. The device was returned for evaluation. The malfunction was confirmed for the device. A root cause was determined to be manufacturing related. The device was labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0603880c implanted port experienced dislodging while being rinsed. This event was reported from a single source. This event was reported to have no patient involvement. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The one device belonging to the sole complaint is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0603880c implanted port experienced dislodging while being rinsed. This event was reported from a single source. This event was reported to have no patient involvement. The patient¿s age, weight, and sex were not provided.